Event description:
During a bowel resection procedure, the staples did not form properly. The surgeon applied another device without patient injury.

Manufacturer narrative:
5/14/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. The subject device was not returned for evaluation. However, several loose staples were returned. Unfortunately, the cause for the reported condition could not be reliably determined without the instrument.